Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01939.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and the common popliteal artery using an indigo system aspiration catheter 6 (cat6), an indigo system aspiration catheter 8 (cat8), and a non-penumbra sheath. It was reported that the patient had heavy clot burden and was uncooperative. During the procedure, the peel-away introducer sheath was used to introduce the cat6 to the sheath. It was reported that resistance was encountered immediately upon introduction to the sheath and the distal tip of a cat6 became ovalized. Therefore, the cat6 was removed. Next, while advancing a cat8 into the sheath, the same issue occurred. Therefore, the cat8 was removed. The procedure was completed using an indigo system aspiration catheter 7 (cat7) and the same sheath. There was no report of an adverse effect to the patient.